Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was not able to be successfully implanted due to helix issues. This lead was successfully replaced. Additional information was received from product analysis and revealed that this lead exhibited an inner coil fracture. No adverse patient effects were reported.